Manufacturer narrative:
Updated fields:b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion. Corrected field: d10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced pneu cmpnt m luer to resolve the issue.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 full initial reporter name is: (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported by the customer that before use, the connector that connects the crm of the cs100 intra-aortic balloon pump (iabp) was broken. There was no patient involved.